Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to high thresholds and dislodgement. A couple weeks later the patient came in for a check and the lead exhibited loss of capture, undersensing, and a large drop in impedance measurements. It was found the lead had again dislodged. The physician decided to explant the lead and a new lead was successfully implanted. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.